Event description:
Doctor reported pouch dilatation. A lap band ap system adjustment and surgical revision to re-position device (with preservation of same band) took place to treat event.

Manufacturer narrative:
The product associated with this report remains implanted at this time. Based upon the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilatation is surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.